Event description:
It was reported that an em2400 valve set was leaking from port 2. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 8, 2021 - november 9, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.